Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No unexpected vibrate anomaly noted. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to pool water. The customer¿s blood glucose was 127 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer states pump was exposed to pool water and now it does not stop beeping without alert with a blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.